Event description:
The customer's biomed reported a speaker malfunction. A speaker malfunction inop was displayed on the device and no sound was coming from the speaker. No death or patient / user injury or harm was reported.